Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated insulin pump had buttons which were harder to push. Customer also mentioned batteries changing out in less than seven days, unexplained no insulin deliveries and rewinding was slower and noisier. Insulin pump had dents and hairline cracks. No harm requiring patient complications were reported.